Event description:
It was reported that multiple inquiries indicating a potential reconstitution and reprocessing issue involving the endoscope's auxiliary water supply channel, water container, o-rings, and endotherapy accessories. Concerns included whether components require disassembly, if manual or oer cleaning is appropriate, compatibility with autoclaving, and the use of grease during cleaning. These questions suggest possible gaps in adherence to validated cleaning protocols, improper handling of detachable parts, and uncertainty about appropriate reprocessing methods, warranting further evaluation to ensure compliance and patient safety. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause was user. The event is detectable by handling the product in accordance with the following instructions for use: oer-6 instruction operation manual ""for safe use_purpose of use of this device_about this instruction manual_combinable equipment"" of ""chapter 4 basic procedures for cleaning and disinfecting endoscopes"". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.